Event description:
Spiros, purple cap, drop-in priming cap from ICU medical snap at seam line which caused a chemo spill in patient room. Patient rolled to side and chemo attachment snapped. Lot #: 13832-01 exp: 12/20 spiors, closed male connectcap lot # 42844sl exp: 07/19.